Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to enter the transmitter identification code into the pump. There was no reported impact to the customer's blood glucose level. Multiple attempts to complete troubleshooting were made by tandem technical support; however, no additional information was provided.